Event description:
It was reported that while in patient use, the ventilator screen blacked out and the device went inoperative even though it was plugged to the ac power source. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).